Event description:
A patient who was implanted with bioarc sling and perigee graft in 2008 developed staphyloccocus aureus infection/subsequent multi-organ failure and acute respiratory distress. She was hospitalized for a period of time.